Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was 226 mg/dl. It also reported that the after battery change got unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm noted.